Event description:
There were 3 unsuccessful attempts to cardiovert the patient from atrial fibrillation using the zoll m series biphasic defibrillator.attempt #1 device set at 150j - delivered 186 for impedance of 112attempt #2 device set at 200j - delivered 230.9 for impedance of 108attempt #3 device set at 200j - delivered 230.4 for impedance of 109a different manufacturer's biphasic 360j device was then used. Shock #1 at 300j was unsuccessful. Then rhythm conversion was achieved with one shock at 360j. 200j biphasic appears to be inadequate for some patient populations. This patient is 5'9" and weighs 280 lbs. Manufacturer response (as per reporter) for biphasic defibrillator, zoll m seriesthis is an ongoing issue. No solutions at this time. These are all "isolated" events and not failures of their technology.